Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ""introduction"", lists respiratory failure, renal failure, infection and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away in the intensive care unit (ICU) on (B)(6) 2025. Their post-op course was complicated by acute lung injury and pneumonia requiring prolonged intubation and ultimately requiring tracheostomy on (B)(6) 2025, as well as acute tubular necrosis (atn) requiring continuous renal replacement therapy (crrt), which was initiated on (B)(6) 2025. Overnight, on (B)(6) 2025, the patient had increasing pressor requirements and white blood cell count up to 70,000. A computed tomography (CT) was done concerning for bowel ischemia, so they were taken to the operating room (or) emergently for ex-lap on (B)(6) 2025. The patient's small intestine was found to be completely gangrenous with no surgical options. They were transitioned to comfort care and passed away yesterday evening, (B)(6) 2025, with her husband by her side. It was reported through the patient outcome that the patient passed away on (B)(6) 2025 due to ischemic bowel. The outcome was device or therapy related. An autopsy would not be performed. The device would not be explanted or returned.